Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's piston was not functioning properly. The customer reported that instead of pushing forward, it was pushing the drive support cap out. Blood glucose level at the time of the incident was over 400 mg/dl. The customer also reported that he was recently hospitalized due to eye surgery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.